Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was report that, "plastic gap checker tab broke when assembling the instrument. The instrument never contacted the pt. Outcome of the case was great."